Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization while wearing her insulin pump. On (B)(6) 2014, customer went for a walk and felt tightness in her chest and lightheadedness. She had these symptoms until she went to the hospital two days later, where it was discovered customer had a gall stone and pancreatitis. She did not report her high or low blood glucose when hospitalized. Customer was on the device, but removed it in the hospital to take an x ray. Customer says her doctor recently switched her insulin from humalog to apedra. Since then, she has had big fluctuations in her blood glucose. Today at noon, customer's blood glucose was 652 mg/dl. After treating with an injection, customer's blood glucose was 62 mg/dl. Customer also mentioned changing her infusion set due to a no delivery alarm caused by a bent cannula. She was advised to call when she has problems for troubleshooting. Customer believes the highs and lows are due to the new insulin. Nothing further reported.